Event description:
It was reported that the patients implantable pulse generator (ipg) would shut off at random times and had to be charged frequently. The patients ipg was replaced, and the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware of the event.